Event description:
It was reported that an hour after the implant procedure, an x-ray was taken and revealed atrial lead dislodgement. The asymptomatic patient was brought back into surgery and the lead was repositioned successfully without adverse consequences to the patient. The patient will continue to be monitored with routine follow-up.